Event description:
Performing vertebroplasty cervthor 1 v body, at t5, t6 and t7. At t6 on the right, there is routine portion of the trocar entering the pedicle posteriorly. The trocar fractured right at the entrance into the pedicle and projects into the soft tissues proximally 1.5 mm. Left in place after physician determined that was safe.